Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain'), menorrhagia ('menorrhagia/ heavy periods') and vaginal haemorrhage ('abnormal bleeding (vaginal)') in a 29-year-old female patient who had essure (batch no. 689939) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included weight gain since (B)(6) 2009, overweight, gestational diabetes, vaginitis bacterial, breast pain, renal disease, blood pressure high, recurrent infection, uterine bleeding and dysfunctional uterine bleeding. Concomitant products included ciprofloxacin betain (cipro), ethinylestradiol;norgestimate (trinessa), ibuprofen, medroxyprogesterone acetate (depo provera) and paracetamol (acetaminophen). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage (seriousness criteria medically significant and intervention required), 11 days after insertion of essure. In (B)(6) 2010, the patient experienced migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and nausea ("nausea") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2010, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). On (B)(6) 2011, the patient experienced alopecia ("hair loss"). In (B)(6) 2018, the patient experienced urinary tract infection ("uti"). The patient was treated with levothyroxine, metformin, valaciclovir hydrochloride (valtrex) and surgery (hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes) and minerva ablation). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, vaginal infection, urinary tract infection and vaginal discharge had resolved, the depression, anxiety, migraine, dyspareunia, fatigue, weight increased, alopecia and nausea outcome was unknown and the dysmenorrhoea was resolving. The reporter considered alopecia, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, migraine, nausea, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: discrepancy noted - date(s) of insertion: (B)(6) 2010 as per summons and (B)(6) 2010 as per pfs . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28 kg/sqm. Hysterosalpingogram - on an unknown date: essure devices was successfully occluded; on (B)(6) 2010: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : vaginal haemorrhage, vaginal discharge, fatigue, depression, anxiety, migraine, urinary tract infection . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 9-jan-2020: outcome of event physical pain,abnormal bleeding (vaginal),uti, infection (bladder/ urinary tract/vaginal) type: vaginal, vaginal discharge was updated as recovered /resolved. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain'), menorrhagia ('menorrhagia/ heavy periods') and vaginal haemorrhage ('abnormal bleeding (vaginal)') in a 29-year-old female patient who had essure (batch no. 689939) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included weight gain since (B)(6) 2009, overweight, gestational diabetes, vaginitis bacterial, breast pain, renal disease, blood pressure high, recurrent infection, uterine bleeding and dysfunctional uterine bleeding. Concomitant products included ciprofloxacin betain (cipro), ethinylestradiol;norgestimate (trinessa), ibuprofen, medroxyprogesterone acetate (depo provera) and paracetamol (acetaminophen). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage (seriousness criteria medically significant and intervention required), 6 months after insertion of essure. In (B)(6) 2010, the patient experienced migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2010, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). On (B)(6) 2011, the patient experienced alopecia ("hair loss"). In (B)(6) 2018, the patient experienced urinary tract infection ("uti"). On an unknown date, the patient experienced vaginal discharge ("vaginal discharge") and nausea ("nausea") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with levothyroxine, metformin, valaciclovir hydrochloride (valtrex) and surgery (hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes) and minerva ablation). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage and dysmenorrhoea was resolving and the vaginal infection, urinary tract infection, depression, anxiety, migraine, dyspareunia, vaginal discharge, fatigue, weight increased, alopecia and nausea outcome was unknown. The reporter considered alopecia, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, migraine, nausea, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: discrepancy noted - date(s) of insertion: (B)(6) 2010 as per summons and (B)(6) 2010 as per pfs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28 kg/sqm. Hysterosalpingogram - on an unknown date: essure devices was successfully occluded; on (B)(6) 2010: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : vaginal haemorrhage, vaginal discharge, fatigue, depression, anxiety, migraine, urinary tract infection. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-nov-2019: medical history added. Added event nausea. We received a lot number. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain'), menorrhagia ('menorrhagia/ heavy periods') and vaginal haemorrhage ('abnormal bleeding (vaginal)') in a 29-year-old female patient who had essure (batch no. 689939) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight, gestational diabetes, vaginitis bacterial, breast pain, renal disease, blood pressure high, recurrent infection, uterine bleeding and dysfunctional uterine bleeding. Concomitant products included ciprofloxacin betain (cipro), ethinylestradiol;norgestimate (trinessa), ibuprofen, medroxyprogesterone acetate (depo provera) and paracetamol (acetaminophen). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage (seriousness criteria medically significant and intervention required), 6 months after insertion of essure. In july 2010, the patient experienced migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2010, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). On (B)(6) 2011, the patient experienced alopecia ("hair loss"). In may 2018, the patient experienced urinary tract infection ("uti"). On an unknown date, the patient experienced vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with levothyroxine, metformin, valaciclovir hydrochloride (valtrex) and surgery (hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes), and minerva ablation). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage and dysmenorrhoea was resolving and the vaginal infection, urinary tract infection, depression, anxiety, migraine, dyspareunia, vaginal discharge, fatigue, weight increased and alopecia outcome was unknown. The reporter considered alopecia, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, migraine, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: discrepancy noted - date(s) of insertion: 01-01-2010 as per summons and (B)(6) 2010 as per pfs diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28 kg/sqm. Hysterosalpingogram - on an unknown date: essure devices was successfully occluded; on (B)(6) 2010: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : vaginal haemorrhage, vaginal discharge, fatigue, depression, anxiety, migraine, urinary tract infection quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of product technical complaint we received a lot number. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain'), menorrhagia ('menorrhagia/ heavy periods') and vaginal haemorrhage ('abnormal bleeding (vaginal)') in a (B)(6) year-old female patient who had essure (batch no. 689939) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight, gestational diabetes, vaginitis bacterial, breast pain, renal disease, blood pressure high, recurrent infection, uterine bleeding and dysfunctional uterine bleeding. Concomitant products included ciprofloxacin betaine (cipro), ethinylestradiol; norgestimate (trinessa), ibuprofen, medroxyprogesterone acetate (depo provera) and paracetamol (acetaminophen). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage (seriousness criteria medically significant and intervention required), 6 months after insertion of essure. In (B)(6) 2010, the patient experienced migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2010, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). On (B)(6) 2011, the patient experienced alopecia ("hair loss"). In (B)(6) 2018, the patient experienced urinary tract infection ("uti"). On an unknown date, the patient experienced vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with levothyroxine, metformin, valaciclovir hydrochloride (valtrex) and surgery (hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes), and minerva ablation). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage and dysmenorrhoea was resolving and the vaginal infection, urinary tract infection, depression, anxiety, migraine, dyspareunia, vaginal discharge, fatigue, weight increased and alopecia outcome was unknown. The reporter considered alopecia, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, migraine, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: discrepancy noted - date(s) of insertion: (B)(6) 2010 as per summons and (B)(6) 2010 as per pfs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28 kg/sqm. Hysterosalpingogram - on an unknown date: essure devices was successfully occluded; on (B)(6) 2010: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : vaginal bleeding, vaginal discharge, fatigue, depression/anxiety, migraines headaches, urinary tract infections most recent follow-up information incorporated above includes: on 19-jul-2019: pfs received. Lot number and lab data added. Her demographic added. Concomitant medication and condition added. Events: abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal) type: vaginal, uti, psychological or psychiatric problems condition: depression and mental anguish, migraines / headaches, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge, fatigue, weight gain / loss specify which one: weight gain, hair loss were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.